Manufacturer narrative:
The following literature was reviewed by the clinical complaints specialist team: kappe ko, knippenberg sem van, tran bl, et al. Mid-term outcomes of the viabahn balloon-expandable endoprosthesis as bridging stent graft for fenestrated and branched endovascular aortic repair. J endovasc ther. Published online 2024:15266028241300004. Doi:10.1177/15266028241300005. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature was reviewed by the clinical complaints specialist team: kappe ko, knippenberg sem van, tran bl, et al. Mid-term outcomes of the viabahn balloon-expandable endoprosthesis as bridging stent graft for fenestrated and branched endovascular aortic repair. J endovasc ther. Published online 2024:15266028241300004. Doi:10.1177/15266028241300005. This is a single center retrospective cohort study of patients undergoing fenestrated and branched endovascular aortic repair [f/b-evar] with at least one gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) implanted as bridging stent grafts (bgs) from january 2019 to may 2023. A total of 87 patients were treated and received at least one vbx device as bsg. Seven vbx devices could not be implanted during the procedure due to unfavorable anatomy and technical reasons. Technical reasons included vbx device slid off balloon catheter and unable to pass vbx device through guiding catheter. During the follow up period (2-20 months), there were 7 target vessel instability where reinterventions (relining and percutaneous transluminal angioplasty of vbx device) were performed: 2 for significant in-stent stenosis, 1 for occlusion, 1 for tapering, 1 for 1c endoleak and 2 for type 3c endoleak at the site of vbx bsg. Additional occlusions, kinking with stenosis, type 3c endoleaks, in-stent stenosis was noted without reinterventions.

Manufacturer narrative:
H6: c19: a unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation.

Event description:
This is a single center retrospective cohort study of patients undergoing fenestrated and branched endovascular aortic repair [f/b-evar] with at least one gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) implanted as bridging stent grafts (bgs) from (B)(6) 2019 to (B)(6) 2023. A total of 87 patients were treated and received at least one vbx device as bsg. Seven vbx devices could not be implanted during the procedure due to unfavorable anatomy and technical reasons. Table 3 mentions 1 vbx device implantation failure in line 4, stating that the vbx device slid off the balloon catheter, which required placement of a new vbx device in the lra during the same procedure.